Manufacturer narrative:
Device evaluation: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There was no indication of rough surfaces or damage to the electrodes that would contribute to the reported skin irritation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had a contusion with breaking skin the previous week. She reported that her nurse applied vaseline to the affected area. The final medical outcome of the reported skin irritation is unknown. There was no allegation that a device malfunction contributed to the skin irritation.